Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure, showing an error code. Power cycling did not resolve the issue. A sorin group rep confirmed the reported problem. The motor control board and the speed potentiometer were replaced and the pump testing without any issues. The motor control board was evaluated at sorin group USA. During testing, the pump stopped, identifying the board as the cause of the problem. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.